Event description:
The device was returned to the manufacturer for disposal following the patient's death. The device was analyzed and tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process related to the conclusion code; the results will be forwarded when completed and a supplemental report will be submitted.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation had a breached depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and visual analysis only was performed.